Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance measurements on this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead, which had been rising gradually, were high and out of range. It was noted that pacing thresholds had also been increasing. The patient had received anti-tachycardia pacing (atp) but no shocks. Boston scientific technical services (ts) recommended delivery of a commanded, 41j shock to confirm actual value. Shock lead impedance testing was performed and measurements returned to within normal limits. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a device changeout, shock impedance on this implantable cardioverter defibrillator was high and out-of-range and the device issued a code indicating an open lead condition. This device was explanted for normal battery depletion and has not been returned. The associated right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that, during a device changeout, shock impedance on this implantable cardioverter defibrillator was high and out-of-range and the device issued a code indicating an open lead condition. This device was explanted for normal battery depletion and has not been returned. The associated right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.